Manufacturer narrative:
The product was not returned. Manufacturing records review could not be performed because lot number was not provided. Cause of the failure reported by the customer could notbe conclusively determined.

Event description:
This pt with low grade rupture of a wide neck opthalmic artery aneurysm was undergoing a coil embolization. Immediately after placement of the 27th coil, a 2x6 helical orbit coil fell out of the aneurysm. Multiple, unsuccessful attempts to snare the coil were made. An unsuccessful attempt to angioplasty the coil back into the aneurysm was made. Then a stent was successfully placed to jail the coil into the aneurysm. The pt was placed on heparin and urokinase. The following day the pt woke up with one sided weakness and an angiogram was done, with good results. Later that night the pt expired from massive intracranial bleeding.